Manufacturer narrative:
(B)(4). Describe event or problem - additional information. Date received by manufacturer - additional information. Type of report - follow up. Follow up type - additional information. Event problem and evaluation codes - additional information. Additional narrative/date - additional information.

Event description:
Data investigation was completed. Confirmation of the complaint was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.